Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via femoral access, it was noted that bleeding could not be controlled upon removal of the 20 french sheath from the left groin. Heparin was reversed, and four closure sutures were placed. Ten (10) units of packed cells, 6 units of frozen plasma, and 1 pool of platelets were given. The bleeding appeared to have stopped. Following the valve implant procedure, issues with hemostasis were reported and the patient became unstable. An exploration was performed, and a left-sided retroperitoneal hematoma was reported. Two liters of blood were expressed from the hematoma and the femoral artery was repaired successfully. No further adverse patient effects were reported.